Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: concomitant med prod data, device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the device allegedly turning off while in use was confirmed through review of the logs; however, it was not replicated during device testing. The incidence of error code 600.6870.5 was confirmed through review of the logs and replicated during device testing. A review of the pcu error logs showed the occurrence of error code 600.6870.5 approximately one (1) minute after the system was powered on. The error was decoded and was identified as a wireless network communication error (cib_communication_error). It was also observed that error code 120.4510.5 occurred on (B)(6) 2026 at 8:08 pm. The error code was decoded and was identified as a missing battery malfunction (psp_missing_battery_failure). The pcu event logs, from around three (3) hours before error code 120.4510.5 was observed, show the system operating as intended with three pump modules attached (s/n (B)(6)) and actively infusing with no reported issues or malfunctions. The suspect pcu was powered on and plugged into the ac power to replicate the reported battery issue and the network connection error. Approximately one (1) minute after being powered on, the pcu showed error code 600.6875 on screen. An attempt was made to upload the dchu wireless network configuration to the ¿as-received¿ pcu through the asm software to verify the functionality of the network card; however, an error occurred when attempting to start the task. The wireless network card was temporarily replaced with a dchu known-good part for testing purposes only, and the network configuration was successfully uploaded to the suspect pcu. Once the configuration was uploaded, the pcu was restarted and the network status was observed. The wireless status showed to be ¿associated¿, meaning that the wireless card was operating as intended. The received wireless card was then re-installed on to the received pcu. The received pcu passed battery conditioning testing with a new battery capacity displayed as 3834 milliamp-hour (mah) which is within the 3700 milliamp-hour (mah) to 3900 milliamp-hour (mah) recommended range, the pcu was powered on while connected to ac power and four (4) dchu pump modules were attached and programmed to infuse at a rate of 10 ml/hr for approximately 72 hours. The system operated as intended and error code 120.4510.5 was not observed. The system was then connected to a dchu power cycler. The dchu power cycler switches from ac to dc power every ten (10) minutes to test the pcu¿s battery and charging system. After approximately twenty-four (24) hours of power cycling, the infusions were stopped and the error code was not replicated. The test was repeated with a new cycle of ten (10) seconds and after two (2) hours of testing the error code was not observed. The error code was forcefully replicated by loosening the battery screws while the attached pump modules were actively infusing with the unit connected to ac power, triggering the malfunction. Voltage display and battery status tests were performed using the alaris system maintenance software (asm 12.3) and the battery and power parameters were observed to be within specification. The ¿as-received¿ inspection of the suspect pcu found the device to have the manufacturer seal missing. This indicates the device has been previously opened after leaving bd production or san diego repair center. The battery date code was noted as 2405 (5th week of 2024), making the battery approximately 2 years old. No obvious issues or anomalies were identified with the source device during the internal inspection. All observed parts are manufactured by bd. The battery and the power supply board will be replaced as a preventive measure despite not replicating the battery issue (error code 120.4510.5). The system error tipsheet states to do the following when encountering a system error on the pc unit: ¿obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department.¿ root cause: the root cause of the error code 600.6870.5 was determined to be due to a defective wireless network card; however, the root cause for the reported device allegedly turning off while in use (associated to the error code 120.4510.5) was not definitively determined. The probable cause of the error is being attributed to an intermittent disconnection of the pcu battery. Note that this report lists imdrf annex a040502, g02017, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device allegedly turned off while in use. The screen briefly showed "battery issue" prior to turning off, although it was charged. When turned back on, the screen was showing "network comm error, 600.6875". There was patient involvement, but no harm. Additional information was received through follow up on 18feb2026 which states the device was plugged into a red outlet at the time of the event.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device allegedly turned off while in use. The screen briefly showed "battery issue" prior to turning off, although it was charged. When turned back on, the screen was showing "network comm error, 600.6875". There was patient involvement, but no harm.